Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error could not be evaluated due to a different issue found (usb pin damage).

Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, the customer filled the cartridge with approximately 500 units of insulin. During troubleshooting with tandem's technical support, the customer filled a cartridge with 480 units and another cartridge change error occurred. Blood glucose (bg) level was 114 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.